Event description:
It was reported to our country manager in the (B)(6) that there was a patient with high lead impedance on their systems test. Patient attended clinic on (B)(6) 2010 and found to have high lead impedance, dcdc of 7, output status of limit, output current 1.00. X-rays were taken but no lead abnormalities found. No trauma or increase in seizures noted. Good faith attempts for further details have been unsuccessful to date.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.